Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Per customer's policy, patient information will not be provided.

Event description:
It was reported that an under infusion event occurred involving IV chemotherapy cisplatin (total volume was not reported). The medication was infused through IV infusion pump with about 50-80ml as left over volume. A regular primary tubing was used during the infusion. The device alarmed "infusion complete" but the bag still had left over medication. The patient eventually received full dose of the medication. The infusion was programed using the device medication library system (guardrails suite). There was no patient injury. Per user, there were no obvious breaks or cracks on the device during use.